Manufacturer narrative:
Operator of device; corrected data: the previously submitted MDR inadvertently provided the wrong device operator for the event.

Event description:
Further information was received from a nurse, indicating that the patient was implanted in 2013, then explanted the same year. The infection was due to removal of chest dressing following a new vns insertion and attempting to care for the wound. It was reported that the patient was implanted with a new vns device in 2015. No further information related to this event was provided.

Event description:
An implant card was received indicating that the patient had undergone generator and lead implant after having the previous generator and lead explanted due to an infection in 2013. Further follow-up revealed that the infection occurred as a result of the patient removing the dressings. The patient has learning disabilities. Attempts to obtain additional relevant information have been unsuccessful to date. A review of device history records showed that both the generator and lead were sterilized prior to distribution.